Manufacturer narrative:
It is not possible to determine the expiration date or manufacturer date for no lot number was provided. The photos provided appear to indicate the product was not used in accordance with its instructions. Large abrasion marks were on the patients upper chest ara.

Event description:
A female patient had a stress test on (B)(6) 2015. Her skin was abraded with a skin prep. No alcohol was applied to the skin. She alleged a painful burning, then cooling sensation when the skin was abraded. The sensation was worse with the first skin preparation. Four foam electrodes were placed on the abraded sites and removed about four hours later. She alleged that the skin under the electrodes was itchy, swollen and red. The patient went home and applied ice to the sites. She alleged that she felt feverish and then chilled. She applied over-the-counter triple antibiotic cream. The redness did not improve and she alleged it increased in size to one large area. She saw here doctor two days later and was given a prescription for fluocinonide cream.